Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had rewind anomaly. Customer reported that insulin pump rewind without notice. Insulin pump also had a insulin flow block alert. Customer declined troubleshooting for the anomaly. No harm requiring medical intervention was reported. Product will not be return for analysis.